Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The mechanical over pressure valve was cleaned to resolve the issue. Customer contact reports no patient information is available. Legal manufacturer: (B)(6).

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation. There was no patient injury.